Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy during a colonoscopy procedure performed on (b)(3) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not detach from the catheter despite straightening the scope and applying pressure to handle. Eventually, the clip was pulled off the tissue and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.